Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion sets leakage event on 29-feb-2024 for the earliest. The leakage was located at cannula housing. The set was in use for 2 days. The blood glucose level was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.